Event description:
Healthcare professional reported left side " concerns of the product". Physician later noted "implant covered in biofilm." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure and infection unknown onset: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Yellow particle observed on the device. No further actions are required as the device was implanted.". Further investigation: "with the information collected during the investigation, there is enough evidence to support that lot number 2833885 was manufactured under controlled conditions in accordance with abbvie¿s procedures and there were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. An additional complaint was noted for devices sterilized under sterilization run 30021447. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million.". The event of "implant covered in biofilm" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concerns of the product".